Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, it was found that the inner core tripwire was torn off; thus, it could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of clip failure to release from catheter and handle break. The returned resolution 360 clip was analyzed, and the investigation found no defects related to the reported issue, as the clip assembly was received in a fully deployed state. However, product analysis identified that the control wire was kinked. It is likely that the physician experienced difficulty during clip deployment, which may have caused the control wire to bend. Contributing factors could include the application of excessive force during deployment, or the use of pliers to pull the control wire in an attempt to assist with deployment. Additionally, several procedure-related factors, such as scope angulation and deployment technique, may also have contributed to the difficulty encountered. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a resolution 360 clip device was analyzed, and visual evaluation showed that the device was returned without the clip assembly attached, with evidence of full deployment, and with the control wire kinked. A dimensional analysis was also performed on the bushing hook spacing, and both sides were found to be within specification. No other problems with the device were noted. Risk review: a risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, it was found that the inner core tripwire was torn off; thus, it could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.